Event description:
It is reported the system was losing power at the c-arm. It was also reported the workstation would stay on, that the c-arm would shut off, which made the system unusable. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib battery was evaluated and replaced. The lemo connector pins were reseated. The system was tested and found to be working as intended and returned to service.